Event description:
The customer reported with a full charged battery, defibrillator automatically shutdown after 10 seconds. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.